Event description:
While using a byte day aligners, patient reported that their two bottom teeth have cracks that were caused when they tried switching to new aligners. They heard and felt the cracking.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.